Event description:
A pt sample was tested, using the suspect device, with a result > 400 mg/dl. At the same time, a sample was drawn and sent to the lab, with a result of 30 mg/dl. Pt was not treated based on the result obtained while using the suspect device; rather, pt was given juice based on symptoms. Reporter indicated that controls had been run on the system, and had tested in range. Additionally, reporter stated that linearities had been "great." A request was made for the return of the suspect device and replacement product was shipped.